Event description:
User facility reports leak at the bonded joint between the arterial chamber cap and side arm tubing. Due to air in the system, blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. There was no pt injury or need for medical intervention reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Investigation pending at time of submitting initial MDR. A follow up report will be filed when investigation is complete.